Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for a follow-up experiencing palpitations. Upon device interrogation, cross talk episodes were observed due to possible high outputs from the atrial lead. Programming changes were made. The patient was stable.